Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the basket failed to open and close after two passes in the ureter. The event occurred outside the patient, and no stone was present in the device. The procedure was successfully completed using another gemini stone retrieval paired wire helical basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The investigation found that the handle cannula had separated from the pinch vise inside the handle, possibly due to force exerted on the basket during the procedure. Visual inspection of the handle cap revealed that the cap had been torqued per the manufacturing torquing process, but the indent on the pinch vice where the handle cannula was held was not flushed with the pinch vise. However, investigation of the pinch vise issue has determined that the device meets the required product specification. Additionally, a gummy glue like residue was observed at the tip of the basket, but did not effect the device's functionality. It is highly possible that the force exerted on the device during stone retrieval may have caused the handle cannula to pull out of the pinch vise. Therefore, the most probable root cause for this complaint is operational context.